Event description:
The user facility reported that the angio-seal closure device could not be used. The initial component was inserted into the 6f introducer; however, attaching the second part to the first and advancing the angio-seal device proved to be unfeasible. Nonetheless, the patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned with the anchor and collagen inserted into the sheath valve. The carrier tube was returned to the forward lock position, and no issue was identified with the latches. The bypass tube was intact but had not been inserted into the hemostasis sheath. No other damage or issues were identified. Functional testing was performed by attempting to connect and fully rear lock the device. The tubing was cut off, and the components were connected and fully rear locked. No issues were identified with device connection. The complaint was confirmed as improper device assembly. The exact root cause cannot be determined. The likely cause was determined to have been improper insertion technique as the bypass tube was not inserted into the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).